Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were intact. The device top case (under tube holder), right plunger cases(on the side) and bottom case (l bracket area) were cracked. The error appeared on the event history log. The motor rate alarmed during occlusion test. The root cause of the reported issue was found to be the main board optical motor sensor did not operate as intended due to normal wear. The main board was replaced. The worm, motor, worm coupling and worm gear were replaced for preventative measure. Occlusion and functional testing were performed and device passed.

Event description:
It was reported that motor rate error occurred. No patient injury reported.